Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from the implant patient registry.

Manufacturer narrative:
Device not returned.